Manufacturer narrative:
MFR ref no: (B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Event description:
It was reported that a pump alarmed for an upstream occlusion when no occlusion was present (medication, programmed amount and delivery rate unk). The customer stated that this led to a medication error however additional details could not be obtained. In attempt to mitigate the upstream occlusion alarms the clinicians raised the pole "really high."